Manufacturer narrative:
H6: investigation summary: bd received 200 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that the additive in the tubes looks crystalized. Customer called to ask if there is an issue with the edta tubes as the additive looks crystalized. This was noticed on friday afternoon ((B)(6) 2021). About 50% of their tubes are affected. We needed to transfer several hundred samples for this big project that we started, and we were pre-labelling a bunch of tubes from my last order today and saw that there are many tubes with white specs (growing?) On the condensation inside the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, there was discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that the additive in the tubes looks crystalized. Customer called to ask if there is an issue with the edta tubes as the additive looks crystalized. This was noticed on friday afternoon (8/6/2021). About 50% of their tubes are affected. We needed to transfer several hundred samples for this big project that we started, and we were pre-labelling a bunch of tubes from my last order today and saw that there are many tubes with white specs (growing?) On the condensation inside the tube.